Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use which state: the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. The preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the videoscope had a thread come off at the distal end. The device was returned for evaluation. During the device evaluation, the following was found: there was white foreign material found inside the air/water tube and air/water cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the adhesive around the objective lens and the adhesive around the light guide lens had a white-clouded area, the bending section cover had a visible thread, the play of the up/down knob and right/left knob were out of standard value due to wear of the angle wire, the label on the suction connector was peeled, the insulation resistance value at the distal end did not meet the standard value due to adhesive peeling on the bending section cover, and the air/water cylinder and suction cylinder had no color. Additionally, the following had scratches: the scope cover, switch box, scope connector case unit, and the plastic distal end cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.